Manufacturer narrative:
Investigation and DHR the customer reported a separation at the upper fitment, and returned one used sample of material 2426-0007 and lot 23115122. Upon initial visual examination, the set had no defects or abnormalities. There was no separation or issue found at the pumping segment, and the complaint could not be verified. The set was left to infuse water for 1h at 125ml/hr. Still, no issue was observed. The root cause of this failure could not be identified without a and observed failure. Device history record review for model 2426-0007 lot number 23115122 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17nov2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was separated the following information was received by the initial reporter with the following verbatim. Rn, provided an IV set (2426-0007) that had the silastic section of the tubing separate from the upper fitment. She stated an rl6 was submitted weeks ago and provided the IV set to tim hauk. No additional information provided.